Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned products confirmed the reported event. A search of the complaint database did not show any other reports against the product and lot combinations. A review of the device history report did not reveal any anomalies regarding the reported event against the product and lot combinations. Examination of the sleeve fracture surface by scanning electron microscopy (sem) revealed fatigue striations in multiple locations near the initiation areas, which were the cause of the fracture. Since the fracture surface was heavily burnished, it was unable to locate the exact initiation sites. For the fractured screw, similar initiation area at the edge of fracture surface was identified and fatigue striations nearby were discovered, confirming its fracture was also induced by fatigue. On the opposite side, ductile dimples and shear lip were found, which indicates the final fast rupture of the screw was caused by overload. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt was revised to address device fracture.